Event description:
According to the reporter: when the device was deployed, there was a hole in the bag and couldn't be used. Opened a new device to complete the case.

Manufacturer narrative:
(B) (4).